Manufacturer narrative:
It was reported that the syringe did not connect to anesthesia syringe pumps. According to the reporting facility, "syringes are different size and shape." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Seventy (70) samples in new condition were returned for evaluation. While returned samples were observed to be of different sizes, product functionality is not affected as syringes are tested and approved for 60ml. No official claims for infusion pump usage are made and device use with pump is at the discretion of a clinician. A device-related root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe did not connect to anesthesia syringe pumps.